Event description:
It was reported that the device settings were lowered and the patient suffered a seizure and ended up in a twisted position upside down on the bed. The increase in seizures were above the patient's pre-vns baseline frequency. The patient underwent eegs and during the episodes no disruption of brain waves were noted.

Event description:
It was reported that the patient was experiencing an increase in seizures. Device settings were increased, but the patient had multiple seizures totalling 25 minutes. The patient was transferred to the hospital and was being treated for seizures. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information has been unsuccessful to date.